Manufacturer narrative:
(B)(4) stent partially deployed. The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was to be used to treat a malignant stricture in the left strain trunk during a bronchial endoscopy and stent placement procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the physician experienced difficulty deploying the stent. After the stent had been deployed halfway, the physician noted that it was impossible to complete deployment. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. Reportedly, the patient was suffering from respiratory issues post procedure. The patient was weak and therefore no medication was administered or intervention performed. Subsequently, the patient passed away on an unknown date. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
One ultralfex tb covered stent and delivery system were retuned for evaluation. A visual examination of the returned device noted that the stent was partially deployed. The delivery system shaft was kinked at the proximal end. During a deployment attempt by the investigator, the delivery system shaft bowed. It was possible to manually deploy the stent by pulling directly on the deployment suture. It is likely that the difficulties experienced during deployment were due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was to be used to treat a malignant stricture in the left strain trunk during a bronchial endoscopy and stent placement procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the physician experienced difficulty deploying the stent. After the stent had been deployed halfway, the physician noted that it was impossible to complete deployment. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. Reportedly, the patient was suffering from respiratory issues post procedure. The patient was weak and therefore no medication was administered or intervention performed. Subsequently, the patient passed away on an unknown date. Additional information received on april 13, 2016. According to the physician, the patient's cause of death was "respiratory issue/ global state fatigue". The patient also had comorbidities of cardiac and respiratory issues. The exact date of the patient's death was not reported but it was noted that the patient passed away a few days after the attempted stent placement procedure on (B)(6) 2016. In the physician's assessment the stent and stent placement procedure did not cause or contribute to the patient's death.